Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016, to report that the transmitter was not found on the g5 mobile app on (B)(6) 2016. The issue was resolved at the time of contact. No additional event or patient information is available.